Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 600 mg/dl) and ketone level was high. Insulin injections were administered. Customer alleged pump was not delivering insulin. As the customer¿s bg was within range at the time of the report, tandem technical support did not perform a system check. Recommendation was made for the customer to discuss the event with a healthcare provider.